Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Visual inspection of returned material revealed damage to the power supply in the form of exposed frayed and broken internal wires from the output cable area that joins with the power supply body. No other physical discrepancies or discernible damage beyond normal wear and tear were observed anywhere else on the material returned. Ac power cord and right ang ext cable were observed to be returned undamaged. Patient electronic unit was powered on with no issues multiple times. Manipulation of unit¿s power supply connections at various areas while it was powered on produced no intermittent malfunctions or deficiencies. Patient electronic unit passed diagnostic test with test power supply.